Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. The safety was broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if the instrument is handled rough. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, during a removal hickman cath procedure, the jaws of the stapler would not close then the safety handle fell off. This occurred prior to insertion of the stapler into the cavity. They opened another stapler to complete the procedure. There was no patient injury.